Event description:
The complaint received states that during use the envoy da 6f .071 95cm straight (67126095d/unk) had clot formation around the distal tip of the catheter while in the patient. Using the envoy da guiding catheter ¿ there was clot formation around the distal tip of the catheter. Tpa was given to the patient to reduce the clot. The customer is concerned that maybe the internal coating or lubricious lining is causing this to happen. They have asked the sales rep what the difference is between the internal coating on the envoy da vs. The internal coating on the regular envoy products. The customer has altered their heparin drip bag from 2000 to 5000 in attempt to help eliminate the problem of clotting. There was no report of injury for the patient.

Manufacturer narrative:
The lot number and involved device are not available for analysis. Biocompatibility testing has been performed for the envoy da and included thrombogenicity testing which met acceptance criteria. In vivo thrombogenicity testing was conducted in 2011 on the envoy da (test article) and envoy (control article) in the same study using the same methods and evaluation criteria. There was no significant difference between the results with the two different guiding catheters (envoy da and envoy) in the same study using the same evaluation criteria.

Manufacturer narrative:
The product will not be returned. Additional information will be submitted with in 30 days of receipt.